Event description:
Bought a stimulator device from www.optogon.com which they said could treat stargarts disease. Spoke with two people from the macular degeneration foundation, who said device was safe and FDA approved. Eye dr says the device is no way approved. Reporter's eyesight is getting worse after using it, and they think the thing hurt them.